Event description:
It was reported when using the bd pyxis¿ es server the station is not showing up the medication in due now option. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not appearing in the "due now" tab. A technical support specialist (tss) reviewed all settings related to the "due now" feature and confirmed they were correctly configured. Additional information was requested from the customer, but no response was received. As a result, the case was marked for closure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, the station is not showing up the medication in due now option. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.